Event description:
It was reported that 12 bd ultra-fine¿ 3/10ml insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the scale marking on the barrel was skewed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd ultra-fine¿ 3/10ml insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the scale marking on the barrel was skewed.

Manufacturer narrative:
H6: investigation summary customer returned (13) loose 0.3ml bd insulin syringes. The customer reported that the scale marking on the barrel was skewed. The samples were examined, then tested for scale marking placement using a 0.3ml barrel plug gauge. 10 out of the 13 returned syringes featured slanted scale marking lines. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive a definitive root-cause could not be determined.